Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new aaa alkaline battery as soon as possible, if display does not return revert to backup plan until the battery cap arrives.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. We were unable to perform idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify low battery alarm due to blank display. The insulin pump was received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.